Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the transfer set could not be properly connected to the titanium adapter. There was no allegation against the adapter. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing included clear passage, clamp function, and leak testing. All functional testing was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.